Event description:
The event is reported as: complaint alleges: it was reported by the hospital "the item (catheter) used on the patient is defective because when the doctor advised to pull out the catheter from the patient they found out that it can't be removed after they aspirate the 3cc sterile water. No consequence for the patient. The patient is fine.

Manufacturer narrative:
Sample not received by manufacturer in time for this report.